Event description:
It was reported that the side of the foley catheter was sealed and cannot be injected. They replaced another one to resolved.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Sample has been evaluated and observed the irrigation eye has incomplete burn which caused the blockage of the irrigation lumen. This complaint is confirmed manufacturing related. The potential root cause could be manufacturing related due to no irrigation eye or poor irrigation eye created during eye burning process. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. The instructions for use were found adequate and state the following: "sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterile. For urological use only. Valve type: use luer slip syringe. Do not use needle." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the side of the foley catheter was sealed and cannot be injected. They replaced another one to resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.